Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered and oversensing was noted on the right ventricular lead. Fluoroscopy and pocket manipulation were performed, but no further action was warranted at that time. About 10 days later, another lead integrity alert was triggered and oversensing and noise were noted. A new pace/sense lead was added. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.